Event description:
The reported event is associated with MDR # 1018233-2011-00163. This product was injected post implant of the reported event in MDR # 1018233-2011-00163. There have been no allegations of deficiency or serious injury against this product. This MDR is being filed in association with the alleged event filed be the pt's attorney in MDR # 1018233-2011-00163.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "urological applications, adverse events associated with treatment may include but are not limited to: worsened incontinence: urinary retention; urinary tract infection; and/or localized responses (including swelling, erythema, induration, infection, necrosis, abscess formation, and/or hypersensitivity response)." (B)(4).